Event description:
The customer received questionable ion selective electrode (ise) results since (B)(6) 2013 for 12 patient samples. The results were questioned by the physician, so the samples were repeated on another cobas c501 analyzer at the site. Of the data provided for two patient samples tested on (B)(6) 2013, only the sodium results were discrepant. Patient sample 1 initial result was 126 mmol/l and the repeat result on another cobas c501 analyzer was 136 mmol/l. Patient sample 2 initial result was 123 mmol/l and the repeat result on another cobas c501 analyzer was 133 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct and amended reports were issued. The customer did not know if any patients were adversely affected. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative found there was a mechanical failure and the sv30 valve in the ise module as it was stuck. He cleaned the valve and the customer ran qc with results within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause based on the limited information provided by the customer. A preanalytic issue was suspected based on the size of the discrepancy.